Event description:
Facility alleges pt reaction during dialysis. Chief technician reports pt c/o numbness in mouth & sob five minutes after start of treatment. 14th use. Blood returned to pt, dialyzer rinsed with ns and pu back on; same symptoms. Dialyzer replaaced with a different brand - no further problem reported.